Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen wouldn't respond to the stylus on the upper half, and wouldn't follow the stylus. A recalibration did not resolve the issue. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor would not always align. It was indicated that the connector from the display to the printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.